Manufacturer narrative:
A ge rep evaluated the sys and repaired a pin in the lemo connector. Sys operates as intended. (B) (4)

Event description:
The customer reported the system is displaying an x-rays disabled message. No pt injury was reported.